Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No low battery alarm was noted. The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No audio anomaly was noted. The insulin pump was received with some cosmetic damage.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a low battery alert and a hypoglycemic episode. Customer took a snack and now had a black circle on the pump. Pump is also making a high pitched beep sound. Customer's blood glucose level was 57 mg/dl. Customer stated that the beeping does not stop. Customer removed the battery but it still beeps and does not respond. Customer was advised to monitor the pump and call if the issue recurs. Insulin pump will need to be replaced due to the buttons not responding. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.